Event description:
The pt had an IV started at (B)(6) hospital before being transferred to (B)(6) hosp. On (B)(6) 2012, the pt became nauseated and vomited into the trash can, pulling on his IV during the process. When the nurse arrived to provide assistance, it was discovered that the tape and site dressing was still applied, but the pt's IV had been disconnected in the bed and the catheter tubing was missing. The doctor ordered an ultrasound on the arm, which indicated a possible foreign object in the vein. On (B)(6) 2012, an intervention was performed to attempt to retrieve the foreign object. The catheter tubing was not found. The pt was discharged on (B)(6) 2012.

Manufacturer narrative:
The sample was received (B)(4) 2012 and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).